Event description:
The customer initially called the helpdesk on (B)(6) complaining that they have a recurrent issue where one acquired image in a set of qa fields will have the cu values scaled down close to 50%. However, the image matches prediction when relative normalization is used and chamber measurements are also found to be acceptable. Customer stated that this happens regularly and the majority of qa field are fine. This demonstrates that imager calibration is correct. Customer states that the dose rate and energy of fields are all the same. Screenshots were acquired for a plan that had acquired images that had fields that were scaled correctly and incorrectly. It was determined that the predicted image was the correct (acquired was incorrect) based on the fact that the scale of the cu for the predicted image was on the same order or magnitude with other fields. There was no report of injury to the patient and no patient data was provided.

Manufacturer narrative:
Although there was no reported injury in this case, the available information suggests a malfunction in the device. Though still under investigation, varian has determined that an MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.